Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient's blood glucose level was reported to be greater that 250mg/dl . Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/201 ¿ the alert date has been updated to 08/06/2015.